Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient wanted to know if it was time to replace the interstim battery because they were under the impression it would only last 3 years? The patient also mentioned about 2 weeks ago they started feeling pain where the implant was for about 3 days and at times questioned if it was shocking them because it felt like little buzzes. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as recommended patient check therapy status with the programmer. Patient did not have it when them at the time of call. Reviewed expectations about battery longevity and recommended patient follow up with managing physician to determine appropriate next steps. Patient was considering device removal instead of replacement as they have health issues which require different types of medical tests. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause had been determined, however the cause was not elaborated on. The hcp stated the patient was going to have the device replaced. On (B)(6) 2021 the patient stated they spoke with a representative, patient would like a replacement, so they spoke to hcp. They stated the issue had been resolved, removal/replacement was planned, but not scheduled.